Event description:
It was reported that the ¿balloon¿ of a small volume folfusor ¿rotates when screwing on the syringe in the pump housing & lid of the pump housing was loosened." This issue was discovered during set-up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 27, 2021 - october 28, 2021. H10: the actual device was received for evaluation with approximately 40 ml of fluid inside the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed in which a dextrose filled syringe was inserted into the fill port of the device. When the syringe was inserted, the stressmember flange slightly wiggled back and forth which is a normal condition and not a product defect. There was no evidence of a loose lid observed during the functional test and there was no evidence of difficulty during the filling step. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.